Manufacturer narrative:
The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report. The device was not returned for analysis. However, factors that may contribute to the reported difficulties include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional therapy/non-surgical treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right femoral artery was attempted using two proglide devices via 6fr sheath after a carotid angiogram procedure. Reportedly, after the sutures were deployed, when removing the plunger, the sutures pulled out of the artery, with three proglide devices. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.